Event description:
Customer reported to have experienced excessive bleeding at site. Customer's blood glucose was 341 mg/dl. Customer was advised on proper placement of sensor. Sensor will be replaced. No further information provided.

Manufacturer narrative:
Analysis not required as the customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.